Event description:
Customer reported via phone, the insulin pump had partial display. Customer's blood glucose was 229 mg/dl. The device was dropped or bumped. Anomaly persisted after the battery change. Self-test was performed and missing segments unknown. Customer was advised the device need to be replaced and customer agreed to return it for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had missing segments due to a cracked connector. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.